Event description:
Difficulty with manipulating hernia stapler. When stapler was withdrawn out of trocar, the head of the hernia stapler fell off into pt's abdominal cavity and pt required to have open hernia repair.